Event description:
It was reported via repair work order that the bed had power but no functions due to the set screw being out of adjustment and the bed being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.